Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: portion of an essure wire remains over the right hemipelvis'), device breakage ('device breakage') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2007, cesarean section in 2007, allergic rhinitis, gerd, memory loss, fibromyalgia, hypothyroidism, uti, abdominal pain, irritable bowel syndrome, uterine fibroid, abdominal pain, dysuria, vaginal discharge, left lower quadrant pain, copd, neck pain, transient ischemic attack (in 3rd pregnancy), nabothian cyst, uterine leiomyoma, dysfunctional uterine bleeding, endometriosis, overactive bladder, cystitis interstitial, uterine bleeding, knee pain, dyspareunia, ovarian cyst, constipation, stroke, rhinorrhea and cerebral infarction. Previously administered products included for an unreported indication: paragard. Concomitant products included acetylsalicylic acid (ecotrin) since (B)(6) 2016, dexamethasone (deltasone) from (B)(6) 2012 to (B)(6) 2017, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2016, gabapentin (neurontin) from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009, medroxyprogesterone from (B)(6) 2011 to (B)(6) 2017, milnacipran hydrochloride (savella) since (B)(6) 2016 and tramadol from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract / vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. The patient was treated with surgery (novasure endometrial ablation and d and c on (B)(6) 2014, robotic assisted tlh and bilateral salpingectomy, lysis of adhesions, repair of cystotomy and robotic assisted tlh and bilateral salpingectomy, lysis of adhesions, repair of cystotomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: two coils of the essure micro-insert were visualized at the left and right tubal ostia trailing into the uterus demonstrating appropriate placement. Discrepancy noted in essure confirmation test: the hsg results were already reported but in current fu it was reported that, patient did not underwent essure confirmation test. Discrepancy in insertion date of essure: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; in 2010: adequate occlusion of bilateral fallopian tubes. Ultrasound scan - on an unknown date: ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headaches, pelvic pain, vaginal bleeding, depression, device breakage. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and mr received. Events per pfs: lot number received. Abnormal bleeding (vaginal, menorrhagia), infection (bladder / urinary tract / vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, migration of essure device location of device: right hemipelvis, device breakage were added. Laboratory data was added, patient's medical history and concomitant medications were added. Essure insertion and removal date were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('portion of an essure wire remains over the right hemipelvis/migration of essure device: right hemipelvis/essure is still in right lower quadrant of the abdomen'), device breakage ('device breakage/piece of the right essure remained inside because of the scar tissue') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 28-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2007, cesarean section in 2007, allergic rhinitis, gerd, memory loss, fibromyalgia, hypothyroidism, uti, abdominal pain, irritable bowel syndrome, uterine fibroid, abdominal pain, dysuria, vaginal discharge, left lower quadrant pain, copd, neck pain, transient ischemic attack (in 3rd pregnancy), nabothian cyst, uterine leiomyoma, dysfunctional uterine bleeding, endometriosis, overactive bladder, cystitis interstitial, uterine bleeding, knee pain, dyspareunia, ovarian cyst, constipation, stroke, rhinorrhea and cerebral infarction. Previously administered products included for an unreported indication: paragard. Concomitant products included acetylsalicylic acid (ecotrin) since (B)(6) 2016, dexamethasone (deltasone) from (B)(6) 2012 to (B)(6) 2017, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2016, gabapentin (neurontin) from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009, medroxyprogesterone from (B)(6) 2011 to (B)(6) 2017, milnacipran hydrochloride (savella) since (B)(6) 2016 and tramadol from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain: pelvic/ abdominal/ chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("complications during removal surgery? Repeat/multiple surgeries") and surgical procedure repeated ("repeat/multiple surgeries"), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary") and scar ("scar tissue"). The patient was treated with surgery (novasure endometrial ablation and d and c on (B)(6) 2014, robotic assisted tlh and bilateral salpingectomy, lysis of adhesions, repair of cystotomy and robotic assisted tlh and bilateral salpingectomy, lysis of adhesions, repair of cystotomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menorrhagia, complication of device removal, surgical procedure repeated, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine and scar outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device removal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, scar, surgical procedure repeated, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: two coils of the essure micro-insert were visualized at the left and right tubal ostia trailing into the uterus demonstrating appropriate placement. Discrepancy noted in essure confirmation test: the hsg results were already reported but in current fu it was reported that, patient did not underwent essure confirmation test. Discrepancy in insertion date of essure(B)(6) 2008. Date of removal: (B)(6) 2016- hysterectomy (full) and (B)(6) 2016- hysterectomy with bilateral salpingectomy. Patient had received treatment for pelvic pain, abdominal, chronic, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; in (B)(6) 2009: total bilateral occlusion, fallopian tubes were blocked; in 2010: adequate occlusion of bilateral fallopian tubes. Ultrasound scan - on an unknown date: ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headaches, pelvic pain, vaginal bleeding, depression, device breakage. Lot number: 626813 manufacture date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Event scar tissue was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: portion of an essure wire remains over the right hemipelvis'), device breakage ('device breakage') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2007, cesarean section in 2007, allergic rhinitis, gerd, memory loss, fibromyalgia, hypothyroidism, uti, abdominal pain, irritable bowel syndrome, uterine fibroid, abdominal pain, dysuria, vaginal discharge, left lower quadrant pain, copd, neck pain, transient ischemic attack (in 3rd pregnancy), nabothian cyst, uterine leiomyoma, dysfunctional uterine bleeding, endometriosis, overactive bladder, cystitis interstitial, uterine bleeding, knee pain, dyspareunia, ovarian cyst, constipation, stroke, rhinorrhea and cerebral infarction. Previously administered products included for an unreported indication: paragard. Concomitant products included acetylsalicylic acid (ecotrin) since (B)(6) 2016, dexamethasone (deltasone) from (B)(6) 2012 to (B)(6) 2017, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2016, gabapentin (neurontin) from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009, medroxyprogesterone from (B)(6) 2017, milnacipran hydrochloride (savella) since (B)(6) 2016 and tramadol from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 7 years 1 month after insertion of essure. The patient was treated with surgery (novasure endometrial ablation and d and c on (B)(6) 2014, robotic assisted tlh and bilateral salpingectomy, lysis of adhesions, repair of cystotomy and robotic assisted tlh and bilateral salpingectomy, lysis of adhesions, repair of cystotomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: two coils of the essure micro-insert were visualized at the left and right tubal ostia trailing into the uterus demonstrating appropriate placement. Discrepancy noted in essure confirmation test: the hsg results were already reported but in current fu it was reported that, patient did not underwent essure confirmation test. Discripency in insertion date of essure : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; in 2010: adequate occlusion of bilateral fallopian tubes. Ultrasound scan - on an unknown date: ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headaches, pelvic pain, vaginal bleeding, depression, device breakage. Lot number: 626813 manufacture date:2008-03, expiration date: 2010-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('portion of an essure wire remains over the right hemipelvis/migration of essure device: right hemipelvis/essure is still in right lower quadrant of the abdomen'), device breakage ('device breakage/piece of the right essure remained inside because of the scar tissue') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 28-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2007, cesarean section in 2007, allergic rhinitis, gerd, memory loss, fibromyalgia, hypothyroidism, uti, abdominal pain, irritable bowel syndrome, uterine fibroid, abdominal pain, dysuria, vaginal discharge, left lower quadrant pain, copd, neck pain, transient ischemic attack (in 3rd pregnancy), nabothian cyst, uterine leiomyoma, dysfunctional uterine bleeding, endometriosis, overactive bladder, cystitis interstitial, uterine bleeding, knee pain, dyspareunia, ovarian cyst, constipation, stroke, rhinorrhea and cerebral infarction. Previously administered products included for an unreported indication: paragard. Concomitant products included acetylsalicylic acid (ecotrin) since (B)(6) 2016, dexamethasone (deltasone) from (B)(6) 2012 to (B)(6) 2017, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2016, gabapentin (neurontin) from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009, medroxyprogesterone from (B)(6) 2011 to (B)(6) 2017, milnacipran hydrochloride (savella) since june 2016 and tramadol from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain: pelvic/ abdominal/ chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("complications during removal surgery? Repeat/multiple surgeries") and surgical procedure repeated ("repeat/multiple surgeries"), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary") and scar ("scar tissue"). The patient was treated with surgery (novasure endometrial ablation and d and c on (B)(6) 2014, robotic assisted tlh and bilateral salpingectomy, lysis of adhesions, repair of cystectomy ). Essure was removed on (B)(6) -2016. At the time of the report, the device dislocation, device breakage, complication of device removal, surgical procedure repeated, vaginal infection, depression, anxiety, migraine and scar outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device removal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, scar, surgical procedure repeated, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: two coils of the essure micro-insert were visualized at the left and right tubal ostia trailing into the uterus demonstrating appropriate placement. Discrepancy noted in essure confirmation test: the hsg results were already reported but in current fu it was reported that, patient did not underwent essure confirmation test. Discripency in insertion date of essure:(B)(6) 2008. Date of removal: (B)(6) -2016- hysterectomy (full) and (B)(6) 2016- hysterectomy with bilateral salpingectomy. Patient had received treatment for pelvic pain, abdominal, chronic, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; in (B)(6) 2009: total bilateral occlusion, fallopian tubes were blocked; in 2010: adequate occlusion of bilateral fallopian tubes. Ultrasound scan - on an unknown date: ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headaches, pelvic pain, vaginal bleeding, depression, device breakage. Lot number: 626813 manufacture date:2008-03, expiration date: 2010-02. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome updated for events "vaginal hemorrhage and menorrhagia" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('portion of an essure wire remains over the right hemipelvis/migration of essure device: right hemipelvis/essure is still in right lower quadrant of the abdomen'), device breakage ('device breakage/piece of the right essure remained inside because of the scar tissue') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)') in a 28-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2007, cesarean section in 2007, allergic rhinitis, gerd, memory loss, fibromyalgia, hypothyroidism, uti, abdominal pain, irritable bowel syndrome, uterine fibroid, abdominal pain, dysuria, vaginal discharge, left lower quadrant pain, copd, neck pain, transient ischemic attack (in 3rd pregnancy), nabothian cyst, uterine leiomyoma, dysfunctional uterine bleeding, endometriosis, overactive bladder, cystitis interstitial, uterine bleeding, knee pain, dyspareunia, ovarian cyst, constipation, stroke, rhinorrhea and cerebral infarction. Previously administered products included for an unreported indication: paragard. Concomitant products included acetylsalicylic acid (ecotrin) since (B)(6)2016, dexamethasone (deltasone) from (B)(6)2012 to (B)(6)2017, duloxetine hydrochloride (cymbalta) from (B)(6)2012 to (B)(6)2016, gabapentin (neurontin) from (B)(6)2012 to (B)(6)2013, medroxyprogesterone acetate (depo-provera) from (B)(6)2009 to (B)(6)2009, medroxyprogesterone from (B)(6)2011 to (B)(6)2017, milnacipran hydrochloride (savella) since (B)(6)2016 and tramadol from (B)(6)2012 to (B)(6)2013. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain: pelvic/ abdominal/ chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and migraine ("migraines / headaches"). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("complications during removal surgery? Repeat/multiple surgeries") and surgical procedure repeated ("repeat/multiple surgeries"), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary"), urinary tract disorder ("bladder/urinary") and scar ("scar tissue"). The patient was treated with surgery (novasure endometrial ablation and d and c on (B)(6)2014, robotic assisted tlh and bilateral salpingectomy, lysis of adhesions, repair of cystotomy and robotic assisted tlh and bilateral salpingectomy, lysis of adhesions, repair of cystotomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device breakage, complication of device removal, surgical procedure repeated, vaginal infection, depression, anxiety, migraine and scar outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device removal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, scar, surgical procedure repeated, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: two coils of the essure micro-insert were visualized at the left and right tubal ostia trailing into the uterus demonstrating appropriate placement. Discrepancy noted in essure confirmation test: the hsg results were already reported but in current fu it was reported that, patient did not underwent essure confirmation test. Discrepancy in insertion date of essure: (B)(6)2008 date of removal: (B)(6)2016- hysterectomy (full) and (B)(6)2016- hysterectomy with bilateral salpingectomy. Patient had received treatment for pelvic pain, abdominal, chronic, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; in (B)(6)2009: total bilateral occlusion, fallopian tubes were blocked; in 2010: adequate occlusion of bilateral fallopian tubes. Ultrasound scan - on an unknown date: ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headaches, pelvic pain, vaginal bleeding, depression, device breakage. Lot number: 626813 manufacture date:2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: portion of an essure wire remains over the right hemipelvis'), device breakage ('device breakage') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 28-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2007, cesarean section in 2007, allergic rhinitis, gerd, memory loss, fibromyalgia, hypothyroidism, uti, abdominal pain, irritable bowel syndrome, uterine fibroid, abdominal pain, dysuria, vaginal discharge, left lower quadrant pain, copd, neck pain, transient ischemic attack (in 3rd pregnancy), nabothian cyst, uterine leiomyoma, dysfunctional uterine bleeding, endometriosis, overactive bladder, cystitis interstitial, uterine bleeding, knee pain, dyspareunia, ovarian cyst, constipation, stroke, rhinorrhea and cerebral infarction. Previously administered products included for an unreported indication: paragard. Concomitant products included acetylsalicylic acid (ecotrin) since (B)(6) 2016, dexamethasone (deltasone) from (B)(6) 2012 to (B)(6) 2017, duloxetine hydrochloride (cymbalta) from (B)(6) 2012 to (B)(6) 2016, gabapentin (neurontin) from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2009, medroxyprogesterone from (B)(6) 2011 to (B)(6) 2017, milnacipran hydrochloride (savella) since (B)(6) 2016 and tramadol from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain: pelvic/ abdominal/ chronic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("complications during removal surgery? Repeat/multiple surgeries") and surgical procedure repeated ("repeat/multiple surgeries"), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain: pelvic/ abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (novasure endometrial ablation and d and c on (B)(6) 2014, robotic assisted tlh and bilateral salpingectomy, lysis of adhesions, repair of cystotomy and robotic assisted tlh and bilateral salpingectomy, lysis of adhesions, repair of cystotomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menorrhagia, complication of device removal, surgical procedure repeated, vaginal haemorrhage, vaginal infection, depression, anxiety and migraine outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device removal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, surgical procedure repeated, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: two coils of the essure micro-insert were visualized at the left and right tubal ostia trailing into the uterus demonstrating appropriate placement. Discrepancy noted in essure confirmation test: the hsg results were already reported but in current fu it was reported that, patient did not underwent essure confirmation test. Discrepancy in insertion date of essure: (B)(6) 2008. Date of removal: (B)(6) 2016- hysterectomy (full) and (B)(6) 2016- hysterectomy with bilateral salpingectomy. Patient had received treatment for pelvic pain, abdominal, chronic, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; in 2010: adequate occlusion of bilateral fallopian tubes. Ultrasound scan - on an unknown date: ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headaches, pelvic pain, vaginal bleeding, depression, device breakage. Lot number: 626813, manufacture date:2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received- new events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), device difficult to remove and repeat/multiple surgeries, bladder/urinary were added. The outcome of event pelvic pain was changed from unknown to recovered. Reporters information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.